Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, patellar loosening, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. H6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
D10: concomitants: 4690365 02-012-44-2009 - logic tibia implant psc. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k110547, recall: z-0021-2022. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2017. Approximately 6 years and 1 month after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: aseptic loosening. An extensive synovectomy of the medial gutter, lateral gutter, suprapatellar pouch, and fat pad was performed. The polyethylene insert was removed. There was some burnishing but no significant gross wear of the insert and no significant post damage. The femoral component was found to be significantly loose. The patient was transferred to the recovery room in stable condition.